Manufacturer narrative:
Since no material was returned by the customer and the lot number is unknown, no investigation could be performed. Therefore, the complaint cannot be verified.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The infusion set catalog number, lot number, and expiration date were not available. Device will not be returned to manufacturer.

Event description:
On (B)(6) 2013, patient reported she developed an abscess at her infusion site. She rubbed against her infusion site on (B)(6) 2013, and it was red and hurt badly. She changed the headset at the time, but the original site kept getting bigger and warmer. She saw a physician on (B)(6) 2013 and was prescribed an antibiotic and pain medication. She saw her endocrinologist on (B)(6) 2013 and was sent to the hospital to have the site drained. She was not admitted at that time. She woke up on (B)(6) 2013 with chills, fever of 102, and a bad headache. She went back to the emergency room and was admitted to the hospital. She changes the infusion set every 3 days. The infusion device displayed an e4 occlusion error on (B)(6) 2013 and her blood glucose elevated to the "300s" mg/dl, and she changed the infusion set and cartridge. Her target blood glucose is unknown. She was concerned the infusion device was not delivering insulin. She reported she had increased stress, decreased activity, and a change in medication. The alleged infusion set was discarded and will not be returned for evaluation. Three additional attempts were made to follow-up with the patient, and these were unsuccessful.